Event description:
Reporter alleged blood glucose measured 213 mg/dl performed at 9:46 am compared back to back with a result of 42 mg/dl performed at 9:48 am. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.